Event description:
It was reported the camera head had a yellow image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image distortion due to cable failure. Based on the results of the investigation, it is likely that the cable failure led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): warning-the following precautions must be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. -do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. -do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device.